Manufacturer narrative:
Only the device's internal battery was returned to the manufacturer for evaluation.

Event description:
The manufacturer received information from a third party service center alleging a battery related "service required" alarm condition occurred. There was no harm or injury reported. The internal battery was returned to the quality assurance laboratory for further investigation. The "service required" alarm condition was confirmed. The root cause of the internal battery not charging was found to be the discharge fet which turned off due to deep discharge of the battery.